Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricle lead was found to have insulation damage. The lead was not used and replaced. The patient was in stable condition.